Event description:
The customer reported battery failed, did not give adequate low battery warning and dead battery. This was observed during battery capacity testing.

Manufacturer narrative:
(B)(4). The customer reported battery failed, did not give adequate low battery warning and dead battery. There was no pt involvement. This was observed during battery capacity testing. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.